Event description:
It was reported the pt experienced withdrawal symptoms. It was stated the pt reported to the hospital where their pump was found to contain more drug than was expected. The pt was hospitalized for several days while the pt's dose was adjusted. The medication being delivered via the device system was baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).